Event description:
Account called in asking for a technician to look at bed that is not braking properly.

Manufacturer narrative:
Hill rom technician adjusted brake/steer which resolved the issue. Bed is now working fine. No injury reported.